Event description:
It was reported that during 6 months follow up after subject coil implantation procedure for anterior cerebral artery aneurysm, the subject coil had travelled distally into anterior cerebral artery. Patient currently seems asymptomatic from this event. She has had leg weakness; however, this symptom is not clearly attributable to this subject coil migration event. The patient underwent additional testing but does not appear to have been injured. Patient is continued on anti-thrombotic medications.

Manufacturer narrative:
D4 expiration date - added d4 lot # - corrected d4 gtin - added h4 manufacturing date ¿ added due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that at 6 month follow up after the subject coil implantation procedure, it was observed that the subject coil had migrated distally into the anterior cerebral artery (aca). Additional information provided by the customer indicated that there were no difficulties encountered during preparation/transferring/advancement/withdrawal of the subject device that could have contributed to the reported issue, there were no problems encountered during the initial treatment procedure, the patient underwent additional outpatient testing but does not appear to have been injured, and the patient has continued on anti-thrombotic medications due to the reported event. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, a cause of undeterminable will be assigned to this complaint. Based upon medical review, the event observed in the complaint is anticipated in nature as per the device risk assessment.

Event description:
It was reported that during 6 months follow up after subject coil implantation procedure for anterior cerebral artery aneurysm, the subject coil had travelled distally into anterior cerebral artery. Patient currently seems asymptomatic from this event. She has had leg weakness; however, this symptom is not clearly attributable to this subject coil migration event. The patient underwent additional testing but does not appear to have been injured. Patient is continued on anti-thrombotic medications.